Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-03004. It was reported that a rotawire detachment and vessel perforation occurred. The target lesion was located in a severely tortuous and severely calcified proximal angled ostial left circumflex artery. The physician initially attempted to ablate the target lesion with a directional coronary atherectomy (dca); however, the physician was unable to deliver the dca to the target lesion. Thus, a 2.00mm rotalink plus and a 330cm rotawire were then used successfully. After which, the physician determined that additional ablation was necessary and opted to exchange the burr to a 1.50mm rotalink plus loaded on the same rotawire. Subsequently, on the 4th or 5th ablation at 180,000rpm, the physician noted that the distal burr was not moving properly. The burr was then removed from the patient's body and the lesion was observed. It was then noted that the rotawire became detached and vessel perforation occurred. A non bsc stent was then used to trap the detached distal segment of the rotawire against the vessel wall; however, the detached segment remained inside the patient's body. The bleeding was then controlled and the procedure was completed using a different device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device noted the wire was broken 323.5cm from the proximal section and the distal tip was not returned. Also the guidewire has the body kinked in the middle of the device. The overall length could not be measured due to the device condition that the wire was broken. Outer diameter of the distal tip could not be measured as the distal tip was not returned. All the other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-03004. It was reported that a rotawire detachment and vessel perforation occurred. The target lesion was located in a severely tortuous and severely calcified proximal angled ostial left circumflex artery. The physician initially attempted to ablate the target lesion with a directional coronary atherectomy (dca); however, the physician was unable to deliver the dca to the target lesion. Thus, a 2.00mm rotalink¿ plus and a 330cm rotawire¿ were then used successfully. After which, the physician determined that additional ablation was necessary and opted to exchange the burr to a 1.50mm rotalink¿ plus loaded on the same rotawire. Subsequently, on the 4th or 5th ablation at 180,000rpm, the physician noted that the distal burr was not moving properly. The burr was then removed from the patient's body and the lesion was observed. It was then noted that the rotawire became detached and vessel perforation occurred. A non bsc stent was then used to trap the detached distal segment of the rotawire against the vessel wall; however, the detached segment remained inside the patient's body. The bleeding was then controlled and the procedure was completed using a different device. There were no patient complications reported and the patient's condition was stable.